Manufacturer narrative:
The reliability analysis evaluated one opened or used reservoirs. A prefill reservoir test per dop114 811 and d9195886 et2 section 1 to 8 was performed. The reservoirs transfer guard failed per specifications transfer guard occluded.

Event description:
It was reported the customer received a no delivery alarm. The customer's blood glucose was 202 mg/dl. Troubleshooting found insulin was not able to exit during a fixed prime. It was also found insulin was able to exit with a push plunger, but there was greater resistance than normal. Customer was advised the alarm was caused by an infusion set/reservoir connection. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).